Event description:
It was reported that upon opening the absolute pro self expanding stent system (sess), the stent was exposed but not flowering. There was no device use or patient involvement. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted premature activation cannot be determined. The noted bent jacket likely occurred due to handling during or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.